Manufacturer narrative:
Pt with a total knee implant experienced swelling and pain due to an apparent allergic reaction. Review of the device history record indicates that the device was manufactured to spec.

Event description:
Pt with a total knee implant experienced swelling and pain due to an apparent allergic reaction.